Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that the humeral cup was worn as well as damage to various glenoid components - surgeon believes all damage/loosening/wear occurred as a result of the fall.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision of right reverse shoulder replacement : patient had no issues with shoulder until a fall last october in which he has damaged his glenoid and the glenoid components. Went in to shoulder - humeral components well fixed, glenoid components loose and significant wear to components bone quality was still good so replaced glenoid components and humeral poly. Doi: (B)(6) 2020. Doe: 18-apr-2024.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information provided: "revision of right reverse shoulder replacement. Patient had no issues with shoulder, until a fall last october. In which, he has damaged his glenoid and the glenoid components. Went in to shoulder humeral components well fixed, glenoid components loose and significant wear to components. Bone quality was still good. So replaced glenoid components and humeral poly". The product was not returned to depuy synthes. However, photos were provided for review. The photo investigation revealed, extend stand pe cup d42 +3mm, with blood debris on the overall surface. And with heavy wear over one portion of the device lip. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences, such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations, patient changes over time and extraction process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed. And a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed. As the observed, condition of the extend stand pe cup d42 +3mm, would contribute to the complained device issue. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed, for the finished device 5352322 number. And no non-conformances nor manufacturing irregularities were identified. Corrected: d4: (primary UDI #).